Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly, the patient received an implant of profemur z and procotyle w , then the patient suffered a broken neck

Manufacturer narrative:
Updated patient, incident and reporter information.